Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level reported. The caller resolved the initial issue by using a non-tandem wall adapter, but when further charging issues persisted, technical support decided to replace the pump. The caller was advised to use mdi as backup therapy and was sent a replacement pump along with new charging supplies. Technical support provided instructions for the return of the problematic pump and confirmed all necessary details with the caller.